Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of voltage too low for remaining capacity. Boston scientific technical services (ts) analyzed the device data and confirmed that battery consumption had been increasing in a gradual fashion. Device replacement was recommended within 90 days. No additional adverse patient effects were reported. Information was later received that this ICD was explanted and successfully replaced with a new device. This device has returned and analysis is expected.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion, but the battery was still able to support full device function in the event that therapy would have been needed. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of voltage too low for remaining capacity. Boston scientific technical services (ts) analyzed the device data and confirmed that battery consumption had been increasing in a gradual fashion. Device replacement was recommended within 90 days. No additional adverse patient effects were reported. Information was later received that this ICD was explanted and successfully replaced with a new device. This device has returned and analysis is expected.

Manufacturer narrative:
This report includes additional information regarding device explant and return. Should further information become available, this report will be updated.

Manufacturer narrative:
This report will be updated if new information becomes available.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of voltage too low for remaining capacity. Boston scientific technical services (ts) analyzed the device data and confirmed that battery consumption had been increasing in a gradual fashion. Device replacement was recommended within 90 days. This device remains in service. No additional adverse patient effects were reported.